Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2014, about 2:00pm he obtained an alleged inaccurate high reading of ¿88 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (self-adjuster). He denied making any changes to his usual diabetes management regimen as a result of obtaining the alleged high reading, but alleged, ¿15-20 minutes¿ later, he experienced symptoms of ¿shaky, soaking wet and sweating¿. He denied receiving any treatment for his symptoms. At the time of troubleshooting, the cca noted that the patient¿s test strips had been stored correctly and the meter was set to the correct unit of measure. The patient did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.